Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Error 23072 was verified upon system logs review. The error occurred on the vertical movement position detector of the universal surgical manipulator (usm) 1. The issue was resolved after the fse replaced the set up joint (suj) 1 proximal cable and calibrated pot meters on the suj 1. The system was tested and verified as ready for use. The affected part# 373671-02 involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A system log review was performed by technical support engineer (tse). Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, customer informed the technical support engineer (tse) that repeated error 23072 occurred on the universal surgical manipulator (usm) 1. The customer power cycled the system, but the issue persisted. The tse reviewed the error logs and confirmed repeated recoverable error 23072 pointing to axis 1 of the usm 1. The customer opted to continue with the procedure without the usm 1. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors.